Event description:
This is filed to report difficult removal of lock line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and an enlarged atrium. One clip was successfully implanted. To further reduce mr, an ntw clip was inserted and placed on the mitral valve. While attempting to deploy the clip, after removing roughly 30% of the lock line (ll), it became stuck and was unable to retract any further. Troubleshooting was performed, but the ll was still unable to be removed. The clip remained closed; therefore, the physician decided to remove the clip delivery system (cds). After removing the cds, the ll was able to be pulled out through the sgc. Mr was reduced to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported inability to remove the lock line was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability removing the lock line was due to the observed knot in the lock line; however, a definitive cause for the knot cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.